Event description:
It was reported to fresenius that there was blood flow was not shown in the bottom of the ultraflux dialyzer during a patient's continuous venovenous hemodiafiltration (cvvhdf) treatment. The reported issue was identified approximately one minute after the initiation of treatment when a pre-filter pressure 500 check was performed. No serious injury or medical intervention was reported. The patient's estimated blood loss (ebl) did not surpass 50 ml. The sample is not available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that blood flow was not shown in the bottom of the ultraflux dialyzer during a patient's continuous venovenous hemodiafiltration (cvvhdf) treatment. The reported issue was identified approximately one hour after the initiation of treatment when a pre-filter pressure 500 check was performed. It was confirmed that a dialyzer blood leak did not occur. No damage or defect was identified on the dialyzer. No issues were encountered during while setting up treatment. No serious injury or medical intervention was reported. The patient's estimated blood loss (ebl) did not surpass 50 ml. Treatment continued on the same multifiltrate pro machine with new supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample was not available to be returned to the manufacturer for physical evaluation. An analysis of retention samples was not performed due to the small number of samples available as well as the unlikelihood that a failure would be detected as the lots are subjected to 100% testing. Photographs of the sample were provided by the customer and upon examination, the reported issue was confirmed. A batch records review confirmed that product was inspected according to protocol and found to be conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
It was reported to fresenius that blood flow was not shown in the bottom of the ultraflux dialyzer during a patient's continuous venovenous hemodiafiltration (cvvhdf) treatment. The reported issue was identified approximately one hour after the initiation of treatment when a pre-filter pressure 500 check was performed. It was confirmed that a dialyzer blood leak did not occur. No damage or defect was identified on the dialyzer. No issues were encountered during while setting up treatment. No serious injury or medical intervention was reported. The patient's estimated blood loss (ebl) did not surpass 50 ml. Treatment continued on the same multifiltrate pro machine with new supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: h6 (health effect- clinical code).

Event description:
It was reported to fresenius that blood flow was not shown in the bottom of the ultraflux dialyzer during a patient's continuous venovenous hemodiafiltration (cvvhdf) treatment. The reported issue was identified approximately one hour after the initiation of treatment when a pre-filter pressure 500 check was performed. It was confirmed that a dialyzer blood leak did not occur. No damage or defect was identified on the dialyzer. No issues were encountered during while setting up treatment. No serious injury or medical intervention was reported. The patient's estimated blood loss (ebl) did not surpass 50 ml. Treatment continued on the same multifiltrate pro machine with new supplies. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.